Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. The receiver data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.